Event description:
The physician reported immediately after treatment with juvederm xc to the left nasolabial fold, the patient became red in the face, had difficulty breathing and experienced small welts and white discoloration to the abdomen. The patient was treated with 50mg benadryl intramuscularly and was later hospitalized. The patient has a history of allergies and asthma. Follow up is in progress. Allergan's approach to compliance is to resolve all doubt in favor of reporting.